Event description:
It was reported that the customer experienced a low blood glucose level of 42 mg/dl, leading to a visit to the emergency room and a subsequent hospitalization. Cause was unknown. Reportedly, no treatment was received and customer was released from the hospital after two and a half days with issue resolved and no permanent damage. Technical support recommended that the customer consult a healthcare provider to discuss factors affecting blood glucose levels, and the customer acknowledged this advice.